Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a software error. Blood glucose level at the time of the incident was 155 mg/dl. It was also stated that the error was recurring. Troubleshooting was provided. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The customer will receive a replacement insulin pump and will return the one they currently use for analysis.

Manufacturer narrative:
Device passed the self test and the displacement test. No unexpected pump error 54 or pump error 53 alarms noted during testing however, the downloaded history files confirmed pump error 54 alarm due to a software error.